Event description:
New information notes that reprogramming successfully resolved the myopotential oversensing. The patient was asymptomatic throughout the event and the device remains implanted.

Event description:
It was reported that the device exhibited myopotential oversensing. Programming changes were recommended and the device remains implanted. No patient symptoms were reported.

Event description:
New information received notes that after being reprogrammed to address the myopotential oversensing, the device began to exhibit post-paced t-wave oversensing on the ventricular channel. Additional programming changes were recommended and the device remains implanted.